Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and elevate were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, a rectocele, an enterocele, hepatitis, and hypertension on (B)(6) 2010 and mesh and elevate apical/posterior system were implanted. The patient underwent the concurrent procedures of posterior elevate repair, vaginal prolapse repair, reconstructive surgery for stress urinary incontinence, and sacrosp lig, cystoscopy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).